Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the silver tongue inside of the battery cap was burnt. The customer stated that the insulin pump chirped and the display went blank. The customer's blood glucose level was 444 mg/dl. The customer treated with a manual injection. The customer inserted a new battery and the device alarmed battery out limit. Later the device alarmed after battery change. The customer was sent a replacement battery cap. The customer was advised to monitor the device and to call back if problems persisted.